Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump screen was damaged. The customer's blood glucose level was 289 mg/dl. The customer reported that there were scratches on the pump running into corner. The customer reported that they were unable to read the screen. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with minor scratches on lcd display noted. Insulin pump passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specific range.